Manufacturer narrative:
Information contained in this report was previously submitted 410psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation summary: the device was returned to allergan and visual analysis noted the device weighed 241.21. It was observed that 0-25% of the shell was missing. Crease fold was observed on the device shell. Under microscopic analysis, an unidentified opening was observed on the posterior portion of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.